Manufacturer narrative:
(B)(6). Evaluation results: visual inspection or the product found the optic torn and both haptics torn off. There was evidence or surgical residue. An investigation is in progress for lens tears under iaca # (B)(4). (B)(4).

Event description:
The haptic of an aq2003v model lens broke while it was being inserted. The lens was implanted and removed with no patient injury.